Event description:
Patient's legal counsel reported patient underwent left m2a hip arthroplasty on (B)(6) 2006. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2011 due to patient allegations of pain, soreness, discomfort, lack of mobility, and elevated metal ions. It was further alleged that the cup was loose with no bony ingrowth and acetabulum bone loss. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information provided in patient medical records indicates significant wear on the femoral head. The stem was found to be stable. Operative notes confirm cup was found to be loose and posterior superior acetabulum bone loss. The head and cup were removed and replaced with competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported." Number 11 states, ¿wear and/or deformation of articulating surfaces¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01607 and 1825034-2013-05354).